Event description:
It was reported that the device had early elective replacement indicator. It was noted that the patient had chronic atrial fibrillation and the device was programmed in the vvi mode with the continuous egm (electrogram) was programmed on. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device met 80% of expected longevity.